Event description:
It was reported that the insulin gauge displayed an amount different than what the caller expected, showing only 40 units instead of the anticipated 300 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge.